Event description:
It was reported that the radiofrequency programmer head would not interrogate an implantable heart device. It was further noted that "find patient" was tried, as well as selecting the appropriate software version but the situation did not resolve. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer head would not interrogate a device and the cable, which was out of specification was replaced. It was noted that the label was replaced as well. (B)(4).